Event description:
It was reported that the pt underwent a lead replacement to address an undesired change in stimulation. The pt experienced increased pain with spinal cord stimulation usage. The pt recovered without sequela.